Event description:
The hcp reported programming the incorrect duration of the priming bolus. The priming bolus was programmed to run for 18 hours instead of 18 minutes. After 18 minutes, the pump was connected to a non-aspirated catheter; the prime continued to run for 45 minutes until the bolus was cancelled. The hcp reported that the patient is doing 'o.k.' And will be supplemented with oral medications during the approximate time of water delivery. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.